Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that their stimulator is "driving them crazy" and they need someone to help them figure out what to do with it. Patient stated that it has been going on for several months, maybe 6 months, and they had some health problems going on so they hadn't been able to deal with it. Patient stated that the problem initially was the implant shocking their butt every time they would bend over or to a certain angle; patient said that they would get zapped on the right side of their body and the zap felt like they had a dog collar on. Patient also mentioned that the implant was not holding a charge properly, and that a couple days ago they had to fight it to get it to charge. Patient stated that they will hold their paddle and place it over their implant and will get recharging excellent, but then shortly after they get the message that says to reposition their paddle. Patient mentioned that their recharge quality will jump around when they are trying to charge their implant. Patient said that they got a system problem and have tried resets to cl ear the messages. Patient stated that the implant will just turn off and that it is in it's own little world. Patient said that they have not gotten zapped in a couple of months;  patient brought up weight gain and loss and stated that their weight has been a roll ercoaster. Agent reviewed weight gain and loss with patient in regards to their implant. Patient mentioned that they spoke to their rep about these issues on labor day initially; patient sent a text asking for some help with their implant. Patient followed up by saying that they also sent them a text yesterday about these issues; patient plans to call the rep. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. 2023-nov-13 rep confirmed the notified date as october 30 for the charging issues. Rep was not made aware of any zapping issues. Rep said pt does not have any appointments at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were still having trouble charging the implant and confirmed the same charging issue as when they called in this case and had been going on for probably 4-6 months. Pt said they met with a rep after the last call and rep reprogrammed so the battery lasted longer after they were eventually able to charge up, but they still had a lot of difficulty charging and rep didn't think the issue was the implant. Pt said they were getting all kinds messages to call medtronic and system errors and would have to work with the equipment for a couple hours to eventually be able to charge. Pt did not see any damage to recharger, but said one pin on the end of controller port and the second pin on the other side were much deeper and not even with the others. Agent sent a controller replacement request to repair. Additional information was received from the patient. They reported that the ins was still not charging properly from the equipment. Pt said that they were getting tons of error messages. Pt said that they were recently sent a replacement controller. Agent reviewed recharger replacement with the pt. Pt said that they didn't think the issue was with the equipment but they would try using a replacement recharger. Pt said that they thought the issue was with the ins. Pt said that they had told this to the rep. Pt said that they had lost weight and gained weight and that the ins would move around. Pt said that the rep said that the ins was anchored, however pt said that at the surface they had a lot of loose skin and the ins was moving around. Pt said that they would put the recharger against the ins and the ins would shift. Pt said that the controller would show 8% and then 92% when they were trying to chase the ins all around with the recharger paddle; agent understood that the pt was referring to the numbers appearing on the trying to recharge screen in passive recharge mode. Pt said that they would reposition the recharger and the controller would beep, so it was taking about an hour to get the ins charged to 30%. Pt said that they were frustrated that the recharger wasn't replaced with the controller as they had been fighting this issue for a year. Pt said that the rep would tell them to call ps but they couldn't get through to ps so they sent an e-mail and then they got a call back from someone and they were thrilled. Pt said that last night their bowels were running out of them in their bed since the nerve wasn't getting the stimulation that it needed. Agent redirected pt to hcp/rep if the replacement equipment wasn't resolving the reported issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that shocking only occurred couple of months ago, maybe for a month or so. Cause of the shocking was not determined. Patient stated it used to happen when they would bend to the right side. That's the only time when it would happen. Device stopped shocking the patient couple of months ago; it just stopped on its own and patient has not felt any shocking since. The implant turns off, charging issue kept going on but pt met with the rep and rep programmed the device. Rep hoped the programming change will provide better relief and improve the battery charging. Now the battery life is better, no issues there and patient is thrilled not to charge all the time and battery lasts fine. The pain is same and have not gotten worse since the programming. The pt saw the rep on or after (B)(6) for the programming. As of now patient does not have any device/therapy issues. Rep told her to call pats for battery longevity calculations if needed.